Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while setting for patient use. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse confirmed the customer¿s reported problem. Fitted touch screen & front bezel, tested as per pa tool, and the device is now within manufacturer¿s specification. Advised customer the unit can now be returned to service.